Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to user interface controller (epc) is not working / starting-up. Most likely due to die crack due to mechanical stress caused by particles in the conductive paste. Vyaire medical initiated warranty replacement for the main electronics.

Manufacturer narrative:
The suspect device was not returned for investigation at this time. However, vyaire technical support verify the unit issue and found that the epc was defective. Initiated warranty replacement for the main electronics. Therefore, root cause has not been determined by vyaire medical. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000e ventilation stopped during patient use having an error message:"enter password' window appeared on the screen. Furthermore, the customer confirmed that the patient experienced an acute desaturation during the incident and replaced the ventilator.